Event description:
Information received from the physician on 07/12/2007 indicated a diagnosis of probable herpes zoster. Therefore, this spontaneous report of a non-serious, unlabeled event (herpes zoster) is being submitted as a 10-day report. A physician reported that a male patient received injections of restylane injectable gel (injectable dermal filler) into the nasolabial folds and horizontal forehead lines (total volume 1 cc) on approx two months earlier. Additional procedures at the time of restylane treatment included botox cosmetic (botulinum toxin type a) injections to the central glabellar region. Medical history included allergy to penicillin. The patient was not taking concomitant medications. Within 2 days of restylane treatment, the patient developed "splotchy" redness, blistering dryness with peeling, and sore-to-touch areas on her forehead at the injection sites. On three days later, the patient was examined by the physician, who observed a 3x4-cm area characterized by deep redness, mottling, and crustiness. Capillary fill was reported as "good." The physician suspected possible necrosis and treated the patient with topical nitroglycerin. Additional treatment included unspecified antiviral therapy for possible herpes zoster, warm compresses, aquaphor (petrolatum) ointment, and aspirin. On two days later, the patient was re-examined by the physician, who described the area as healing, noting redness without indication of infection, a "small" area of mottling, and 1-2 denuded areas that were tender to the touch. The physician further noted that she was less concerned that the reaction represented an ischemic event. By eight days later, the area had further improved. On the following month, the physician reported continued improvement in the patient's condition, but had not made a final diagnosis. On a month later, the physician reported that the patient had recovered and that the event was "probably" herpes zoster (herpes zoster). The restylane lot number and expiration date were not reported.